Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation due to battery depletion. The patient last charged her ipg over a year ago. Surgical intervention may be pending to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention where the physician explanted and replaced the ipg with a non-rechargeable one.